Manufacturer narrative:
(B)(4). Customer returned pump for an alleged charge/battery lasts less than expected found on (B)(6). The pump passed the active current test, sleep current test and self-test. Unable to perform the displacement test due to pump error occurring during testing. Unit failed to pass rewind test due to pump error occurring during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Power loss alarm ((B)(6) 2022 07:34 pm & (B)(6) 2022 08:21 pm) replace battery alert ((B)(6) 2022 07:00 pm & (B)(6) 2022 06:00 pm) found in the history files and traces and this is unexpected. Pump error occurred on (B)(6) 2022 07:28 am in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor pins, or force sensor. Unable to perform motor test due to moisture damage to motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, cracked retainer. Unexpected battery power loss & charge/battery lasts less than expected is confirmed due to moisture damage on electronic stack and force sensor. Pump error 37 is confirmed due to moisture damage to motor pins. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a short battery life. Customer reported that insulin pump asked to replace the battery after 1-2 hour. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.